Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6 years post left side tka, this female patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.